Event description:
It was reported that continuous glucose monitor displayed error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, did not see error again, and successfully started new sensor session.